Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced elevated blood glucose readings while using the ilet and changed infusion supplies twice daily despite no bent cannulas, no leaking cartridges, and no ketones, with fingerstick values up to 242 mg/dl, ilet display at 253 mg/dl, a reported peak of 360 mg/dl, and a decline to 183 mg/dl during the call after the user disconnected and administered an injection. The user had consumed a milkshake and provided a meal announcement that was later assessed as insufficient for the carbohydrate amount. Symptoms included polyuria consistent with hyperglycemia. Outcomes included self-management at home without emergency care or hospitalization. Investigation included troubleshooting and user education focused on appropriate meal announcements and carbohydrate entry. Investigation of this case revealed no device malfunction, no infusion set or cartridge integrity issues, and user-related underestimation of meal size as the probable contributor to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incorrect meal size entry.